Event description:
An infusion pump with a failure code 715:00. The facility rep had stated that there were no pt incidents reported since the last baxter service event. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt information, tubing product code and lot number in use, but no additional info was available. Additional contact info was requeted but no additional contact was identified.